Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator u61. The user interface pcb assembly was an ancillary replaced part. No issue was found with this part.

Event description:
The customer contacted physio-control to report that their device was no completing the boot-up process and was stopping on the self-test screen. In this state, the device would not be able to deliver defibrillation therapy, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller and user interface pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was no completing the boot-up process and was stopping on the self-test screen. In this state, the device would not be able to deliver defibrillation therapy, if it was needed. There was no patient use associated with the reported event.